Event description:
It was reported that piece of the impactor head chipped off during surgery. No harm or injury to patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed through product analysis. The device shows broken piece of the head is missing and also shows wear and tear that indicates successful use during a potential field age of approximately 5 years. Dimensional analysis of the broken impactor head found no deviations from the print specifications. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.